Event description:
It was reported that during a total knee surgery, the blade broke at the mount of the blade. It was also reported that no medical intervention was required and the event did not affect the patient's outcome. It was further reported that another blade was readily available to successfully complete the procedure.

Manufacturer narrative:
The blade subject to this MDR has not been returned to manufacturer for evaluation as yet.